Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-01696. It was reported the patients system displayed invalid impedances. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the extensions were explanted and replaced.

Manufacturer narrative:
The reported event high impedance was not confirmed. Visual inspection of this lead identified no anomaly. It also passed electrical testing. No root cause was identified for the reported event.